Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is not charging. There was no patient involvement.

Manufacturer narrative:
The manufacturer's product support representative recommended the hospital biomedical engineer replace the battery and test the device to determine if it passed performance specification testing.